Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and high blood glucose with insulin flow blocked alarm. Blood glucose reading was 40 mg/dl at the time of incident and 58 mg/dl at the time of call. Customer¿s other blood glucose reading was 54 /dl. Customer was treated with glucose tablets and orange juice. Customer was using auto mode. Customer does not allege insulin pump was over delivering. Troubleshooting was performed for low blood glucose. The insulin pump will not be returned for analysis.